Manufacturer narrative:
Results: damaged motion interrupt pan, damaged power cord, malfunctioning scale, cracked foot-end panel.

Event description:
It was reported by service report that the motion interrupt pan and the power cord were damaged; the scale was malfunctioning, and the foot-end panel was cracked. No patient involvement or adverse consequences were reported.